Manufacturer narrative:
The device was returned to the MFR for eval. Visual inspection found that the product was extensively used and severely damaged. It was observed that the weld material at the foot piece was intact. The fusion line where the weld area was separated from the foot holder material was noted to be fatigued, torn apart and curled in. It was also observed that the excessive use of the product caused metal buckling at the calf support area. A review of the mfg process determined that there have been no material changes. The device was forwarded to the supplier for further analysis. The results of the supplier's analysis determined that the foot piece was worn past its useful life. From appearance, the part has been reformed many times during surgical procedures causing the material to tear at the welded seam. The weld line was still intact and the material itself had torn after repeated use. The cause of the reported issue is excessive wear from reforming of the foot piece. No malfunction was the result of the material or a mfg process.

Event description:
It was reported that the aluminum material of the alvarado ii foot piece completely tore right next to both lower welding lines after about three years of use. There was no harm reported. The surgical time was increased by five minutes while alternate positioning was implemented to complete the planned procedure.